Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. This code indicates an issue with the device's sensor board. Conclusion - device has been evaluated; however, the components have not been replaced pending customer approval of the estimate.